Event description:
It was reported by the patient that during a device check when the magnet was applied an error code came up that indicated the device was not activated. The patient was advised to return two days later. No further information is available. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).